Event description:
It was reported that during the reprocessing of a da vinci curved scissors instrument, scrapes/nicks in the black coating of the instrument shaft were observed. No fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the insulation of the main tube is scratched with some of the insulation removed. The scratches are approximately 0.026 - 0.094 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube with material removed, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.